Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line). This occurred during drain 4 of 4 of peritoneal dialysis (pd) therapy while the patient was connected to the hc device with a yume set. The reporter stated that a cut was observed at the patient line. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm (air in line) was determined to be caused by a leak/cut in the tubing of the cassette.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was recieved for evaluation; however, the device evaluation is not yet complete. Visual inspection of the device found a cut on the patient line which was the cause of the se 2240. Pressure testing confirmed the leak in the tubing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should any additional relevant information become available a supplemental report will be submitted.